Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and based on the information provided, a cause for the reported difficult to remove from the anatomy (clip becoming caught in anatomy) cannot be determined. The reported positioning failure associated with leaflet grasping appears to be related to patient conditions and due to enlarged atrium and a short posterior leaflet. Unspecified tissue injury (chordal rupture) appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, enlarged atrium, and a short posterior leaflet. The clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. Upon retracting the clip back into the left atrium, the clip became caught on the anterior leaflet and chordae. Troubleshooting was performed and the clip was successfully removed from the leaflet and chordae. However, it was observed that a chordal rupture occurred. The physician decided to remove the mitraclip devices and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure